Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.

Manufacturer narrative:
Under edward¿s standardized in vitro testing conditions, the immediate functionality of the valve is normal. No abnormalities are evident in leaflet motion or coaptation. The results from in vitro testing may be different from those obtained in vivo due to differences in hemodynamic and environmental conditions. There is some leakage from non-central origins detected on the unsealed valve as received. This non-central leakage is mostly likely from the stent assembly and sewing ring areas, which is typical for this type of bioprosthesis during the initial implantation and should be reduced to a negligible level after the administration of protamine. Apparently, the stent assembly and sewing ring areas were not sufficiently sealed by the blood even after one week post-implant for this particular valve. This is very unusual and the root cause of this phenomenon could not be determined at this time. No intraoperative echocardiogram was provided, thus the nature of the reported regurgitation in vivo could not be confirmed. The root cause of this event cannot be determined at this time. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
The device was not returned to edwards for evaluation. The clinical condition was unable to be confirmed. Based on the information received, a definitive root cause cannot be determined at this time. No further corrective or preventative actions are required at this time. Edwards will continue to review and monitor all events through the use of edwards quality systems. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that the subject device was explanted approximately one week after implant due to regurgitation detected on echo. As reported, echo revealed a significant early periprosthetic leak (2+) and intraprosthetic aortic insufficiency caused by a deformation which led to an inadeaquate coaptation of the leaflets. It was decided to perform a redo avr. On explant, the surgeon observed that one leaflet presented a certain degree of rigidity that prevented a satisfactory coaptation. A valve of the same model and 21mm was successfully implanted. Postoperative course was uneventful and patient was noted as to be discharged home.